Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient fell and complained of pain. Bone scan showed loose tibia. Came out with a small amount of cement on it. Competitor cement was used. It was also reported the tibia was loose at the cement/implant interface. Doi: (B)(6) 2015; dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.